Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. After pre-dilatation was performed using a 2.25mm non-bsc balloon catheter, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then advanced for support; however, the device was still unable to cross the lesion. The device was removed from the patient's body and it was noted that the proximal edge of the stent strut was lifted so the usage was discontinued. The procedure was completed with another 2.25 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first and second proximal stent row were damaged with struts lifted and pulled distally. The undamaged distal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. After pre-dilatation was performed using a 2.25mm non-bsc balloon catheter, a 2.25 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then advanced for support; however, the device was still unable to cross the lesion. The device was removed from the patient's body and it was noted that the proximal edge of the stent strut was lifted so the usage was discontinued. The procedure was completed with another 2.25 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.